Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified sensor issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. Signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.